Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were harder to press and act button sometimes needs to press buttons twice. It was reported that they had no delivery alerts due to site issues and also had rejected new batteries. The insulin pump will not be returned for analysis.